Event description:
It was reported that vessel perforation occurred. The target lesion was located in a very calcified mid left anterior descending artery. Dilation was performed using a non-boston scientific lithotripsy balloon and a 10mm x 3.00 mm wolverine cutting balloon. At the end, a perforation was noted and tamponade with a balloon was performed before the perforation was covered with a stent. The procedure was completed successfully, and the patient fully recovered.